Event description:
Pt presented to e.d. In 2009, s/p cardiac arrest at home. Pt arrested in e.d upon arrival. Pt resuscitated. Pt administered multiple IV pressors. On transit from CT scan to micu IV infusion pump noted channel malfunction for levophed administration. Upon arrival to micu - pt was pulseless. Pt was resuscitated. Pt's family decided on level of treatment: dnr-c and pt expired.